Event description:
It was reported that at implant, the right ventricular lead dissected the superior vena cava during the implant, and the vein was too small to pass the lead. The right ventricular lead was not used and the chronic right ventricular lead remains in use. It was also reported that at implant, three different left ventricular leads were attempted but all caused diaphragmatic stimulation. The three left ventricular leads were not used, and a different lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient received results of 314 mg/dl and 109 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.